Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. The product is expected to be returned for additional testing. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
During a percutaneous coronary intervention the balloon in the cypher select + 2.25x8mm stent burst upon inflating to 12 atm. Blood was noted in the line. The stent was able to be apposed to vessel wall using a non-cordis balloon. The stent was aggressively post dilated. The patient was stable post procedure. The balloon did not break into pieces. All pieces were retrieved.

Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. During a percutaneous coronary intervention the balloon in the cypher select + 2.25x8mm stent burst upon inflating to 12atm. The stent was able to be apposed to vessel wall using a non-cordis balloon. The stent was aggressively post dilated. The patient was stable post procedure. The sds was successfully removed from the patient. Balloon rupture was confirmed by back-flow of blood into the inflation device. There was no reported patient injury. Additional information was not available. One non-sterile cypher select plus 2.25 x 8 mm was received coiled inside a plastic bag. The stent was not returned for analysis. Inflation medium was observed at sds. No more anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. During the functional analysis a leak was detected at the distal side of the balloon when pressurized water was applied to the catheter. According to sem analysis results, no root cause was identified regarding this kind of issue. Results showed that the balloon did not exhibited evidence of external or internal surface damage. The exact cause of the balloon leak hole could not be conclusively determined. The marker band presented no anomalies. The reported failure was confirmed; however the exact cause of the damage could not be conclusively determined. During the manufacturing process, controls are in place to detect this kind of damage. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event.